Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an exchanged lens following an intraocular lens (iol) implant procedure. It was reported that the doctor discovered a "build up" on the lens and decided to replace it.

Manufacturer narrative:
The lens was returned inside a sealed non-company peel pouch. Solution is dried on the lens. The lens was adhered to the peel pouch by solution. The lens was removed from the peel pouch and was cleaned with lphse for further evaluation. No haptic or optic damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the reported ¿cellular on-growth¿. A malfunction has not been indicated or information provided that the lens was the cause of the event. No lens damage observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause for the reported events could not be determined. No problem was found with the returned iol. The optic appears clear. The lens does not look "opaque". There is no lens damage observed. A power and resolution test was conducted. The focal length and resolution were within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the patient experienced opacified posterior chamber/capsule which resulted in needing a posterior capsulotomy, which was performed. There was no improvement after the procedure was performed. The patient also experienced halos, glare and shadows.